Manufacturer narrative:
(B)(4). D10: 0100214158 item name durom us acet cmpnt 58/52 r lot # 2316368. 0100181520 item name metasulâ® ldhâ®, head, 52, code r, taper 18/20 lot # 2301583. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 18 years post implantation due to elevated metal ion levels, wear and trunnionosis. The left hip was asymptomatic. During the revision noted heterotopic ossification, trunnionosis, black debris, and failure to osteointegrate. The head, taper, and shell were exchanged without complications. The stem was well fixed and remained implanted. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 suggested component code: mechanical (g04) - stem h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: elevated metal ion levels, high cobalt levels, no pain, no loosening, periacetabular radiolucency suggest but not definitive for osteolysis, wear, trunnionosis, no osseointegration. A definitive root cause cannot be determined. Complaint is confirmed based on the medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.